Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 1) occurred during pumping. The customer's blood glucose (bg) level was 316 mg/dl for the past alarm and it was addressed with a bolus. The customer's bg level for the most recent alarm was 96 mg/dl. The customer loaded a new cartridge successfully.